Event description:
The customer contact reported that the device powered off by itself following an alarm condition. At an unspecified time, the device was programmed to deliver noradrenaline 2mcg/kg/hr and the delivery was started. Additionally it was reported, the patient was receiving vasopressin 10units. It was not specified if it was on another device. No further programming parameters were provided. At 1930, it was reported that the patient was transferred to the operating room for an unspecified procedure. It was reported during the transfer, the device alarmed for air-in-line and a low battery alarm. It was reported one minute following the alarms, while in the elevator, the device powered off. At this time, the customer contact reported while waiting for a replacement device, there were no measure done. The customer contact reported that the patient's mean blood pressure decreased 20-40mmhg. No specific blood pressure values were reported. A replacement device was obtained after 5 minutes, therapy was resumed. The customer contact reported upon entering the operating room, the patient presented in asystole and the patient responded to cardiopulmonary resuscitation. No specific event details were provided. After an unspecified length of time, the customer contact reported the patient recovered. Though requested, no additional information was provided.

Manufacturer narrative:
The device has been received. Investigation is not complete. The technology of the plum xlm list #11859 does not contain a pump history that provides past programmed settings. Hospira is unable to confirm the programming of the device reported by the customer. This report represents all the information known by the reporter upon query by hospira personnel.